Manufacturer narrative:
Batch review performed on 30 january 2018. Lot 1753584: (B)(4) items manufactured and released on 30 october 2017. No anomalies found related to the problem. To date, 1 similar reported event considering this kind of failure. Preliminary investigation performed on 31 october 2018 by r&d product manager: breakage of the tip. Breakage can occur in case of high insertion torque, typically related to large diameter screws (>7mm), long screws (>60mm) and/or hard bone (e.g. Sacral bone, sclerotic bone). In such cases, bone tapping is recommended in the surgical technique. In this case, it is not known what size of screw was used, nor the bone quality, nor if the taps were used. The instrument set always includes a second pedicle screwdriver, and another "simple" screwdriver to complete the surgery in case of breakage. The tip material and geometry is proven to withstand up to 9nm torque, which is a significant force for a pedicle screw insertion (note, 9nm is also the final tightening torque for the set screw, that needs a t-handle and a countertorque to be applied.) - the strength of the tip of the screwdriver is driven by the dimensions (hexalobe t20) and the material (aisi x15-tn or equivalent) which are comparable to predicate devices. Geometrical features are driven by the implant design and are equivalent to similar products in the market. The material is among the strongest materials for such application in terms of strength and hardness.

Event description:
The tip of the screwdriver broke during the screw coupling with the screwdriver.

Manufacturer narrative:
Update november 08, 2018. The screw involved has diameter 7mm and length 50 mm. Bone quality normal. The tap has been used. Visual inspection performed the (B)(6) 2018 by r&d product manager, preliminary investigation previously reported is confirmed.